Manufacturer narrative:
Concomitant medical products: 500ml baxter bag din 00060208, lot w8j11b1, exp jan 20, nacl 0.9%; 250ml baxter bag din 00060348, lot w8i14c1, exp dec 19, 5% potassium phosphate in 5% dextrose injection. The customer¿s report that the luer lock broke apart (separated) from the tubing and leaked was confirmed. Visual inspection of the set noted separation at the engagement between the tubing and the male luer. Closer inspection of the separation under magnification observed that the tubing had insufficient solvent applied to male luer's engagement. Functional testing was deemed unnecessary due to the separation and leaking occurred. Dimensional analysis was performed and the tubing was within specification. The root cause of leakage was identified as tubing separation due to insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported that the luer lock broke apart from the tubing and leaked. The customer stated that no patient harm occurred as a result of the event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the luer lock broke apart from the tubing and leaked. The customer stated that no patient harm occurred as a result of the event.